Event description:
The device was removed from the pt due to erosion of the prosthesis through the distal aspect of the right corporal body with drainage of pus, swelling of the genitalia and pain. Add'l lot/ser no: bh527 007.